Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:010000700 lot number: 3395124 brand name: g7 bonemaster ltd, catalog number:010000846 lot number: 3464197 brand name:g7 neutral e1 liner, catalog number:51-199334 lot number: 202470 brand name:sirius hip stem 34-c, catalog number:51-199300 lot number: unknown brand name: sirius winged centralizer, catalog number:650-1163 lot number: 3377385 brand name:delta cer fem hd 32/-3mm t1, catalog number:010001001 lot number: unknown brand name: g7 acetabular screw. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04911. 0001825034-2019-04912. 0001825034-2019-04913. 0001825034-2019-04910. 0001825034-2020-01676 . Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp). Findings: patient fell due to unknown reasons requiring an orif of the distal humerus. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information , a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient sustained a fall due to unknown reasons requiring an open reduction internal fixation (orif) of the distal humerus approximately 2 years post implantation. Additional information on the reported event is unavailable.